Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure because the cylinders were not sitting well as they were not reaching the glans of the penis. Upon revision, it was noted that, since the patient has peyronies disease, his scar tissue healed tight at the top causing the cylinders to seat low. The physician started modeling for peyronies, but the mosquito clamp came off the tubing and the pressure from that blew out the lockout valve; therefore, the cylinders and their tubing had to be removed and replaced. There were no patient complications reported.